Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position, during which a leaflet tear occurred. During the intervention, the echo physician had difficulties generating adequate imaging, which contributed to procedural complications. At some point, the pascal device appeared abnormal under fluoroscopy due to entanglement in the posterior lateral commissure. A bailout maneuver was attempted, but one clasp became unresponsive due to extreme friction and tension as a result of the entanglement. After several unsuccessful attempts to free the device, it was eventually closed and retrieved. However, leaflet tissue was found in the closed clasp, indicating a tear had occurred during the bailout maneuver. The leaflet damage resulted in an increase in regurgitation severity from moderate to severe. The physician opted for conservative management with medication, and surgery will be considered in the future if the condition worsens.

Manufacturer narrative:
H6 type of investigation: analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint was confirmed with objective evidence, but no manufacturing nonconformities were found on the returned sample. Available information suggests imaging-related issues likely contributed to the event. Per information received, there were difficulties in obtaining useful images, which led to complications. The physician was advised about the risk of not having good images. After the device entanglement, the clasp did not respond due to friction and tension resulting from chordal entanglement. Cell phone images of the case were only able to confirm organic material of unknown origin. Therefore, the most likely cause of this event is procedural. Since no edwards defect was identified, corrective or preventive actions are not required.